Manufacturer narrative:
Citation: khubber s et al. Unilateral access is safe and facilitates peripheral bailout during transfemoral-approach transcatheter aortic valve replacement. Jacc cardiovasc interv. 2019 nov 11;12(21):2210-2220. Doi: 10.1016/j.jcin.2019.06.050. Epub 2019 nov 4. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the rate of vascular complications when placing a second femoral arterial sheath in the contralateral femoral artery unilaterally versus bilaterally during transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between january 2014 and december 2017. The study population included 1,208 patients and was predominantly male with a mean age of 83 years and was 94% caucasian. Of those, an unspecified number were implanted with medtronic corevalve bioprosthetic valves. No serial numbers were provided. Among all patients, femoral access-site related vascular complications included: arterial stenosis requiring balloon dilation and/or stent placement, arterial dissection requiring conservative management or angioplasty and/or stent placement, pseudoaneurysm, hematoma, and major bleeding. Other adverse events observed: new permanent pacemaker implantation, valve-in-valve tavr, conversion to open heart surgery, and in-hospital stroke or transient ischemic attack. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.